Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is reporting that they are not getting the rate response they need when doing certain exercises. They feel they are not getting the blood flow they need for rate response. They called the clinic but they confirmed all settings look fine but they are still symptomatic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.